Event description:
It was reported that the device did not warm despite sufficient liquid. There were unknown patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history indicated that the device had been in for repair before but for an unrelated issue. Visual and functional testing was performed and the customer stated problem could not be confirmed. The device was working as expected as it was subjected to two hours long term test run, but no problem was found. The device also passed the electrical safety and functional test.